Manufacturer narrative:
G4:15jan2021. B4:18jan2021. The customer reported a ventilator experienced a flow accuracy failure during clinical use. The device was evaluated by the field service engineer (fse), and the reported condition was not confirmed. During the evaluation of the device, the international philips field service engineers (fse) reported the following issues: defective navigation ring, scratched touchscreen, and a defective power switch overlay. These parts were replaced to resolved the issues: front bezel, touchscreen, and power switch overlay. Additionally he touchscreen was replaced due to a scratch, not a malfunction. All the replaced parts were unrelated to the initial report of "flow accuracy failure." The device was then tested for functionality and passed all specified test. No other anomalies were noted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The front bezel was returned for failure investigation (fi). Previous investigations have shown that liquid ingress due to variability of the assembly process was the root cause of the reported failure.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30nov2020.

Event description:
The customer reported a ventilator that experienced flow accuracy failure during clinical use. The device was reported to be in clinical use at the time the issue was discovered. There was no patient or user harm reported.